Manufacturer narrative:
Section a1 - patient identifier, a2 - age at time of event, a2 - age units (patient), a3a - sex: patient 1 (72-year-old female), patient 2 (46-year-old female), patient 3 (44-year-old female). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated total bilirubin2 results generated by the alinity c processing module for multiple patients. Physicians questioned these results as they were inconsistent with prior patient results. The following data were provided: customer¿s reference range (adults): 0.3 ¿ 1.2 mg/dl patient 1 (72-year-old female): (B)(6) 2025: 1.5 mg/dl. Previous ((B)(6) 2025): 0.5 mg/dl. Patient 2 (46-year-old female): (B)(6) 2025: 2.1 mg/dl. Previous (B)(6) 2025): 0.3 mg/dl. Patient 3 (44-year-old female): (B)(6) 2025: 2.6 mg/dl. Previous ((B)(6) 2025): 0.5 mg/dl. No impact to patient management was reported.

Event description:
The customer reported falsely elevated total bilirubin2 results generated by the alinity c processing module for multiple patients. Physicians questioned these results as they were inconsistent with prior patient results. The following data were provided: customer¿s reference range (adults): 0.3 ¿ 1.2 mg/dl. Patient 1 (72-year-old female): (B)(6) 2025: 1.5 mg/dl. Previous ((B)(6) 2025): 0.5 mg/dl. Patient 2 (46-year-old female): (B)(6) 2025: 2.1 mg/dl. Previous ((B)(6) 2025): 0.3 mg/dl. Patient 3 (44-year-old female): (B)(6) 2025: 2.6 mg/dl. Previous ((B)(6) 2025): 0.5 mg/dl, no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated total bilirubin2 using the alinity c consolidated chemistry calibrator (concc) lot 0001427ue included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity c concc did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 0001427ue. A device history record review for the lot number did not identify any non-conformances, potential non-conformances, or deviations associated with the complaint lot and complaint issue. A review of the labeling addresses the customer¿s issue. The alinity c concc package insert storage section identifies the special storage conditions for the total bilirubin2 assay. In this case, the customer performed calibrations using the alinity c concc past the open expiry of 24 hours for the total bilirubin2 assay. Based on the investigation the alinity c concc lot 0001427ue using reagent lot 79220ud00 is performing as intended, no systemic issue or deficiency of the total bilirubin2 reagent was identified.